Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior; data relevant to the complaint was overwritten due to extended continued pump use. The total daily dose history confirmed the pump was accurately and appropriately delivering the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump appropriately warned to disconnect from the pump during the prime steps. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. The force sensor calibration was out of specification.

Event description:
On (B)(6) 2012, the patient claimed she had primed 86.7 units of insulin while she was connected to the animas insulin pump which was against the instruction of use (IFU). When the animas representative was aware of the patient's use error, she asked to her to drink orange juice and contacted the patient's daughter. The patient's daughter then called the paramedics. Upon arrival, the patient tested at 155 mg/dl. The patient did not develop any symptoms at the time of concern. Subsequently, the patient reportedly required hospitalization to manage the effect of the prime delivery. Since the patient's alleged hospitalization, she is scheduled to receive further training. The patient is home and currently is doing well. This complaint is being reported due to use error and because the patient required medical intervention to prevent a hypoglycemic episode while on insulin pump therapy.